Manufacturer narrative:
Follow-up #1 date of submission 08/12/2014 -product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a cartridge compartment crack was observed during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that both the battery and cartridge compartments were damaged. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Additional product analysis completed on (B)(4) 2014: a battery compartment crack was observed during evaluation. The returned battery cap was able to properly secure to the pump. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up, and down key contacts. Investigation revealed the display screen was discolored.